Manufacturer narrative:
(B)(6). Devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue caps were ¿off¿ from three (3) amia pd cycler sets. This was observed before therapy use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one (1) device was not received for evaluation; therefore, a device analysis could not be completed. Two (2) samples were received for evaluation. A visual inspection was performed, and it was noted that the pull ring cap was not attached to the patient connector of both the returned samples. The pull ring caps were not returned with the samples. The reported condition was verified. The probable cause for the pull ring cap being off the patient connector is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.